Event description:
It was reported that during an unk procedure, the balloons were broken. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4: serial # = na